Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 3 months after the dental implant was installed in intraoral region #2, its non-osseointegration was observed. Forty-five ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii and bone graft was performed.